Event description:
The manufacturer received information in relation to a CPAP unit being returned to a third-party service center as part of the recall process with no initial complaint. The service center reports unit's power cord is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and corrosion was found on metallic surfaces. The device was scrapped. This report is being submitted due to the power cord being corroded.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.